Event description:
Had a depuy ankle replacement. After about two years, started walking on the side of my foot. Been in pain ever since the operation. Gives out and I fall down. Went back to (B)(6) they said the bone was wore and the replaced ankle was bad. Seems like the foot is not in line. Had all kinds of shoe supports made at the (B)(6), do not help. Just wondering if there was a recall on these ankles? Lot number "yt3fl1000 agility p.m." Thank you. FDA safety report ID# (B)(4).